Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. During the "daytime the patient was fine; at night she continually urinates all the time." Stim was on program 3 . At 0.7 the patient hardly felt it and 0.8 was too much. Stim was not helping the patient's urination at all. They had tried programs 1 and 2 as well . Program 1 the patient felt too much pulsation and 2 did not work. This was the second set of programs they had tried. The patient had hip surgery on (B)(6) and had an appointment for a catheterization of the bladder on (B)(6). The patient had an appointment with the doctor the other day and they were no further than they were before. Overnight and mornings were really bad. The patient seemed to do better during the daytime. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s therapy had not worked for some time or years. The therapy initially worked in 2010, but didn¿t after that and the patient¿s friend or family member didn¿t have a specific date. The patient had pain in the incision area of the implant since 2013 and their health care provider (hcp) ¿almost killed¿ the patient when trying to put in a suprapubic catheter in the patient in (B)(6) 2013. They had tried several hcp¿s to remove the device, but had not found one to remove it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient again had a loss of effect for the past 3-4 weeks. It was later stated the patient turned the device off prior to (B)(6) because it was not working for the patient. It was noted the patient has had surgeries regarding their bladder since that time. The patient had a surgery a week before (B)(6) and it was noted the doctor ¿made a mistake¿ and the patient had to have an emergency surgery. It was unclear when the emergency surgery occurred. It was also stated the patient was getting pain in their hip, rib, and down their thigh. It was unknown if the pain was caused by the device, but the pain healthcare provider (hcp) reportedly told the patient the device ¿may be¿ pressing on a nerve. It was indicated the patient met with the pain hcp two weeks prior and received an epidural and it helped ¿a lot,¿ but not with the pain in that area. The patient reportedly spoke to the representative regarding the explanting the device and indicated that the representative stated they would set it up, but there was no scheduled date noted. The representative was going to speak with the patient to clarify. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3 889-28 lot# va05j9l, implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received 10 days later indicated that patient wanted the device out because it was not working with stopping her leaking and was scheduled to have it removed.